Manufacturer narrative:
Literature article attached to this MDR: brasiliense, l.b.c., yon, j.w., orina, j.n., et al (2015). ¿effect of stenting on progressive occlusion of small unruptured saccular intracranial aneurysms with residual sac immediately after coil embolization: a propensity score analysis¿, neurosurgery, 0:1¿8, 2015. Concomitant products: patients received 325mg daily aspirin and a thienopyridine derivative(clopidogrel 75mg daily or ticagrelor 90mg twice daily) 5 to 7 days pre-procedure, were heparinized to obtain an activated clotting time above 200 seconds throughout the procedure. A prowler plus microcatheter and synchro (B)(4) wire were used for the enterprise stenting. No additional information could be obtained. Conclusion: the device was not available for analysis. In addition, the device lot number was not available; therefore, a review of manufacturing documentation could not be performed. The event could not be confirmed without procedure films. Stroke and stent stenosis are known potential adverse events of the enterprise sent and stenting procedures. Stenosis of the stented segment is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use. Underlying patient and procedural factors may play a role. With review of the limited information, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is an initial/final MDR report.

Event description:
As reported in a literature article and the study author, patient # 17, a (B)(6) female with an incidental finding of a 14mm diameter anterior communicating artery aneurysm developed 80% in-stent stenosis and experienced a cerebrovascular accident approximately 3 months post implantation of an enterprise stent (catalog/lot numbers unknown). The patient had developed transient ischemic attacks and gait difficulty approximately 3 months after the procedure, following discontinuation of clopidogrel. The dual antiplatelet therapy was restarted, and the stenosis was treated with uneventful balloon-angioplasty of the stent with less than 25% residual stenosis and adequate reopening and filling of the distal segments of the anterior cerebral artery. The stent was noted to be well apposed to the vessel wall and in good position, with no obvious fracture or migration of the stent. Details of treatment for the cerebrovascular accident were not available, but it was reported that the patient had residual symptoms. There had been no procedural events during the stenting procedure, and the aneurysm had been occluded. The objective of the article was to assess the long-tern clinical and angiographic outcomes of stent-assisted embolization for wide-necked anterior communicating artery aneurysms between (B)(6) 2008 and (B)(6)2014. Thirty-two patients were involved in the study, and 26 received enterprise stent. A prowler plus microcatheter and synchro 14 wire were used for the enterprise stenting. Patients received 325mg daily aspirin and a thienopyridine derivative (clopidogrel 75mg daily or ticagrelor 90mg twice daily) 5 to 7 days pre-procedure, were heparinized to obtain an activated clotting time above 200 seconds throughout the procedure, and were maintained for 1 to 3 months on antiplatelet therapy post-procedure. The article suggested that stent-assisted embolization for anterior communicating artery aneurysms may be considered an excellent treatment option with an adequate combination of safety profile and effectiveness.